Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional device evaluation findings include: due to the wire stopper being detached the bending section could not be bent in the right direction at all, the air/water cylinder had discoloration, the suction cylinder had no color, the following were damaged; the plug unit, the bending tube, and the image guide protector. The objective lens and the light guide lens had a chip, due to dirt on the light guide lens the illumination was uneven, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover rubber had wear, due to deterioration of connecting tube the metal part was exposed, and there was buckling on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had broken knobs. The issue was observed during reprocessing. There were no reports of patient or user harm associated with this event. The device was returned for evaluation and during the evaluation found the jet tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.